Event description:
Additional information received noted that the cause of the event was a fall on a cruise. Regarding if the event was attributed to any of the device components it was noted: none. No abnormal impedance measurements were noted. It was noted temporary after fall, no issues since. Back xrays were performed with no abnormalities noted. Reprogramming was noted as none. Signs and symptoms were noted as diarrhea and loss of control which had resolved. Hospitalization was not required and no injury was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before the patient was implanted, she had had three bladder surgeries, one prolapse surgery, and was told she had a tear and that was why she had incontinence. It was indicated that after being implanted, the patient seemed better in both bladder and incontinence, with a 50% improvement in symptoms. It was indicated that about two weeks ago, the patient went on a cruise and fell while going through security. It was noted that she fell on her back, was having problems readjusting, was disgusted and could not get it working right. The patient¿s back hurt, but nothing bad, her symptoms had gotten worse after falling and she had to wear pads on the cruise. About a week ago on the plane flight back, the patient had an embarrassing episode of diarrhea. It was noted that the patient had not turned the device off while going through security, and did not feel any extra stimulation. The patient had set the device at 2.0 v, then increased to 2.5 v, and felt a little stimulation and/or no stimulation. The patient increased to 2.8 v, still did not feel stimulation, and was going to try this for a few days and assess symptom relief. It was noted that the patient had some kind of stimulation for her ankle, but that did not help. The patient thought that by this time she would not need to wear pads and was very careful with what she ate and did. Additional information received reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3889-28, lot# va05sc4, implanted: (B)(6) 2013: product type lead. (B)(4).